Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation determined the physical resistance and stent dislodgment appear to be related to the patient anatomy. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that resistance was felt with the anatomy when advancing the 2.5x15 mm xience alpine stent delivery system (sds). While attempting to advance the sds, the stent dislodged in the patient anatomy. An unspecified xience alpine stent was implanted to complete the procedure. The following day, after the procedure, on (B)(6) 2017 a snare device was used to remove the dislodged stent from the patient anatomy. The patient is stable. There was a delay in the procedure, the patient had to have the dislodged stent snared two days after the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The investigation determined the failure to advance appears to be related to the patient anatomy.